Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information the device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: should have been physician and not pharmacist.

Event description:
Additional information indicates the infection has been resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-04027. It was reported the patient had their trial leads explanted on (B)(6) 2019 due to a suspected infection. Patient received oral antibiotics.